Event description:
It was reported that the patient presented with floppy glans on one side due incorrect sizing of this inflatable penile prosthesis (ipp). The device was explanted. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that the patient presented with floppy glans on one side due incorrect sizing of this inflatable penile prosthesis (ipp). The device was explanted. No additional patient complications were reported.